Event description:
Medtronic received information indicating that during the use of this flexible arch arterial cannula during a cag procedure a leak was observed. This leak occurred upon insertion into the aorta, prior to the cannula being sutured/snugged in place. The surgeon removed the device, and discovered a cut through the diameter of the proximal end (near the patient) of the cannula. The surgeon indicated that the ring on the cannula had not been moved. The device was replaced with another to complete the case. There were no adverse patient effects or consequences as a result of this issue.

Manufacturer narrative:
Medtronic confirmed the reason for return. Visual inspection showed the cannula was damaged at the distal end. There were no significant defects or damage to cannula that resulted in a root cause for the fracture; the core technologies team hypothesized that severe bending combined with surface damage may have potentially lead to this fracture/tear. The device history record did not involve any variances or product holds. A pull test was performed on the complaint device and a control device; there was no significant difference. It is not anticipated that this occurrence was caused by a manufacturing defect. The device history record was reviewed; no abnormalities were documented during the manufacture of this product. A review of complaints received from (B)(6) 2013 thru (B)(6) 2015 for this part number and showed no trends for this occurrence or similar occurrences warranting escalation. Medtronic has made its supplier aware of this occurrence and will continue to monitor for future occurrences.

Manufacturer narrative:
Upon receipt at medtronic's quality laboratory, visual inspection showed the cannula to be damaged at the distal end. The investigation into this product event remains ongoing. If additional information is received a supplemental report will be submitted. Patient information was not provided, but has been requested. (B)(4).